Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event. The patient was treated with vancomycin (2 gram, frequency and route number not reported) and fortum (1 gram, frequency and route number not reported). At the time of this report, it was unknown if the patient had recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the peritoneal dialysis (pd) therapy was discontinued and the patient¿s pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.